Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device was consistently off reporting the urine output (uo) by 50 to 100ml. The patient was outputting 200 to 500ml per hour. The nurse was draining the bag hourly, and no patient impact was reported.

Manufacturer narrative:
The reported issue was confirmed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. These issues were previously thought to be a lower risk level, but the current complaints show that this assessment was inaccurate. The device was not returned for evaluation. Labeling review is not required because labeling could not have prevented this issue. The device was not returned.

Event description:
It was reported that the sensica device was consistently off reporting the urine output (uo) by 50 to 100ml. The patient was outputting 200 to 500ml per hour. The nurse was draining the bag hourly, and no patient impact was reported.